Manufacturer narrative:
Reported event: an event involving a metal head was reported. The event was confirmed following material analysis. Method and results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The material analysis report concluded there was movement between the accolade hip stem trunnion and v40 lfit head taper caused wear within the taper junction. Adhered material and corrosion process was observed on the accolade hip stem trunnion and v40 lfit head taper. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that the proximal stem overload condition causes excessive micromotion also in the neck head taper section which again causes increased corrosion effects as supported by the mar findings. As such, both the stem loosening and the observed corrosion effects have the same principal root cause of failure, the proximal stem overload condition caused by cup malposition in medialized position with almost absent anteversion. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that cup malposition in deep medialized position with virtually absent anteversion has caused an overload condition in the proximal stem section with gross stem loosening and trunnion corrosion as secondary adverse effects requiring revision. If further information becomes available this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The stem had loosened. We removed the stem and the went back with conical rest mod and mdm w/ ceramic head.